Event description:
It was reported by service report that the skoocher weldment is broken and the fowler will not lower as a result. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: skoocher weldment broken, tapered roller housing, CPR release, fowler guide weldment, and flange bearings.